Event description:
Summary on investigation in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop no message alarm on pump could not be isolated to administration set as no fault found upon visual inspection and upon setting up in the cadd solis vip pump and primed, no alarms occurred. No fault was established on the tubing.

Event description:
Information was received indicating that while in use of smiths medical cadd cassette reservoir when starting to administer medical fluid to the patient, a no message alarm went off. No patient consequences were reported. No adverse effects were reported.